Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was informed by user facility personnel that the table was displaying two error codes ("wrench 10" and "wrench 25"). The wrench 10 code indicates the floor locks require inspection and wrench 25 code indicates a hydraulics failure. To resolve the issue, the technician replaced the power supply and back sensor. The table was inspected, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table would not level or unlock while in trendelenburg position. The patient was transferred to a stretcher and the procedure was completed successfully. No report of injury.